Manufacturer narrative:
Correction in e2, e4, g2 additional in h3, h6, h7, h9 this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover bottom front corners cracked, rear case bottom front corners cracked, barrel clamp cracked handle, handles cracked, internal frame cracked, latch module cracked, flange gripper retainer cracked, flange gripper wiper seal cracked, left iui contaminated, right iui contaminated, incidental repair. Calibrated. This file is reportable based on the findings of contamination to the inter-unit-interface connections. A review of the device history record for (B)(6) was performed, which showed the device had a manufacture date of 05dec2005 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
Additional information was added to h10. The investigation is still pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported by the customer that the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device was broken/damaged. There was no patient involvement.